Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got compromised force sensor system alarm. The customer's blood glucose was 350 mg/dl at night and 185 mg/dl in the morning. She treated with pens. Customer also stated that the drive support cap is sticking out. Product will not be returned for analysis.